Event description:
An altitude alarm was reported for the pump, which was found to be operating within the validated altitude range. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer's insulin was suspended due to the alarm, but after following instructions to clean specific areas and reconnect the cartridge, insulin was successfully resumed and the pump returned to normal operation. Technical support offered preventative tips for future altitude alarms, which the customer acknowledged.